Event description:
A 24 mm diamete x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. At the time of implant the aneurysm was approx 4.5 cm in size with a saccular configuration and the vessel had significant tortuosity, which was straightened by a super-stiff guidewire. Four years after the procedure the pt was followed with serial CT scans and was noted to have developed some endograft migration proximally and distally; however, there was no endoleak and no aneurysm enlargement. Extension cuffs were implanted proximally and distally. It was reported a 20 mm aortic cuff was implanted because of dilation of the right common iliac artery. Recent subsequent CT scans demonstrated the aneurysm to continue to enlarge and an endoleak was present. Attempts at coil embolization of the lumbar arteries did not stop the endoleak; therefore, the stent graft was explanted. The stent graft was received and it's analysis has been completed. The reason for the occurrence of a late type 2 endoleak is unknown. It appears that the aneurysm diameter had been enlarging very slowly over the years with a more pronounced enlargement and identification of the type 2 endoleak after the second intervention.